Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of 270 and 130 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for investigation. Replacement test strips were sent to the customer.